Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 17-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-16, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (100 mcg/ml, 7.58 mcg/day), fentanyl (6,600 mcg/ml, 500 mcg/day), clonidine (1,400 mcg/ml, 53 mcg/day), bupivacaine (36 mg/ml, 1.365 mg/day) and dilaudid (0.53 mg/ml, 0.075 mg/day) via an implantable pump for non-malignant pain. Information received reported that upon opening pump pocket, the healthcare professional (hcp) noticed cerebrospinal fluid (csf). The pump segment was "not completely intact". The pump segment was partially replaced. The provider stated the pump was flipping in pocket at one of the past appointments (no dates provided). The event was resolved at the time of this report.